Manufacturer narrative:
Device evaluation: one device was returned for investigation. The plunger case tamper seal was removed. The bottom case seal was intact. Visual inspection found damage to the top and bottom cases, broken battery door and left plunger case. Plunger lever was missing from the (right) plunger case. "Force sensor test" was found in the error history log (ehl), several times. The issue was duplicated when a "force sensor test" failure was found during power up. Root cause of the issue was attributed to the whole plunger head and main board being highly contaminated. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. Replaced main printed circuit board (pcb), plunger pcb, interconnect pcb, plunger assembly, left case o'ring, plunger case seal, force sensor, plunger head mount, dowel pin, timing plate springs, plunger cable, plunger tube, battery, guide rod, position pot, motor assembly, motor mount, lead screw, both clutch halves, clutch spring, square shaft, size pot, top and bottom cases. Cable guard was added. This device was cleaned, calibrated, preventative maintenance and all functional tests were performed.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had plunger sensor failure. No patient injury reported.